Event description:
The customer alleged that he tested his blood glucose and received a reading of 1.5 mmol/l using his contour meter. The meter in question should have the units locked in mg/dl. No adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.